Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned shim exhibited signs of repeated use (nicked/gouged) and both springs and ball bearings had disassembled from the device. The device history records were reviewed and no discrepancies were identified. A corrective and preventative action investigation into this issue was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. This device was manufactured prior to the design modification and therefore the root cause is the previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the provisional was returned to zimmer biomet in a disassembled condition with both ball bearings missing. Attempts have been made and no additional information is available at this time.